Event description:
It was reported the customer had a motor error alarm. Customer stated a no delivery alarm occurred before the motor error alarm. Customer's blood glucose was 309 mg/dl. The customer stated their blood glucose was high because they had an upsetting day. Customer was unable to troubleshoot for the insulin pump due to the motor error alarm. The customer will be returning their reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.